Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed and discovered the power supply was damaged. The cause was undetermined. The power supply was replaced to correct the condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.